Manufacturer narrative:
(B)(4).

Event description:
It was reported to philips that the heartstart xl defibrillator shock was not getting delivered during testing. There was no reported patient involvement.